Event description:
It was reported that the patient had a computed tomography (CT) obtained the prior week, which showed a kink as an incidental finding. There were no associated alarms or symptoms noted, and the log file was sent for due diligence review. The event log file contained routine events. No unusual controller alarms or abnormal pump faults were observed in the log file. Based on the data available in the log file, the mechanical circulatory support (mcs) equipment was determined to be operating as intended both electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.